Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of large volume infusor was loose during infusion. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.